Manufacturer narrative:
Invacare awareness date (11/27/2012). Complaint was not given to regulatory affairs from customer service for processing until (05/22/2013). Potential for falling injury associated with a broken frame on a 9630-1 commode.

Event description:
The dealer reports that the frame is broken.